Event description:
Balloon tested prior to insertion of catheter. Catheter functioned properly for approx 90 mins. After transfer of pt, catheter was found in pt's bed with balloon down. No tension was applied to catheter during transfer, no trauma to pt. Presumed failure of balloon valve.